Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 3.00mm x 8mm, catheter was returned for analysis. A visual and tactile inspection was performed but no issues identified with the hypotube shaft. The were no kinks and damages noted on the shaft polymer extrusion as well. A detailed microscopic examination of the balloon material identified a 5mm longitudinal balloon tear along the main body of the balloon. The bumper tip was deformed. A leakage testing was performed wherein the balloon could not be inflated due to the tear across the main body of the balloon material. No other device issues were identified during returned product analysis.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient status was stable.